Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that the patient experienced cutting of their gingiva and bleeding from the suresmile retainer.